Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead revision procedure wherein split suture sleeves were added. The patient was doing well postoperatively. Nothing will be returned as nothing was explanted.